Manufacturer narrative:
We have received the complaint device for evaluation. We observed multiple kinks in the shaft of the catheter. When we attempted to actuate the blades, the centering hoops opened partially. At this position, we observed all of the blades were properly retained inside its retainer slots. When the device was closed, we were unable to close the hoops into the sheath. Based on our device evaluation, it is likely that this device was handled very aggressively by the user that led to multiple kinks in this device and eventually resulted in this malfunction. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. The issue was detected during the first pass. Surgeon was able to remove the valvulotome from the patient's vessel withour requiring any surgical intervention. Procedure was completed using another hydro lemaitre valvulotome.

Event description:
During in-situ bypass, when surgeon attempted to open the blades of hydro lemaitre valvulotome inside patient's vein, the blades failed to deploy properly. So, he removed the device from the patient's vessel. There was no injury to the patient as the result of this incident. Surgeon used another valvulotome to complete the procedure.